Manufacturer narrative:
The investigation has been completed. No product was returned. As per clinical, the patient had bleeding at the access site with activated clotting time (act) values at 208 and heparin was stopped. The cause of the access site bleeding issue was most likely anticoagulation management related due to high patient act values per clinical review. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was access site was bleeding at the anastamosis. The bleed was not treated with any blood products or vascular repair. Heparin was held. No lasting harm or injury.